Event description:
A cartridge alarm during the load process was reported by the caller, which did not cause the customer's blood glucose levels to exceed 500 mg/dl, indicating there was no adverse impact on the customer's blood glucose level. The customer will use multiple daily injections and consult their healthcare provider for additional backup insulin therapy. Technical support confirmed the shipping address, provided instructions for putting the pump into storage mode, and advised the customer on steps to take upon receiving a replacement pump. The problematic pump will be returned using ups with a pre-paid label.